Event description:
Patient was revised because, during implantation of the summit basic stem, the distal end of the stem perforated and fractured the femur. The surgeon was not aware of this until he reviewed the post-op films. Patient was revised for a periprosthetic fracture. (Left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.